Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7178256 model/catalog description: linear st lead kit 50 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-1216 serial number: (B)(6). Batch/lot number: 820278 model/catalog description: wavewriter alpha 16 ipg kit unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 38553052 model/catalog description: clik x anchor sterile kit unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient developed an infection at the midline section. The patient was administered with antibiotics. The patient underwent a spinal cord stimulator (scs) lead explant procedure, was doing well postoperatively and the explanted devices were kept by the facility.